Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the thunderbeat jaw clamp became detached. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6. Corrected fields: d4, g2. The device was returned to olympus for inspection, and the reported failure was confirmed. The probe was broken at 16.3 millimeters from the distal end. Based on the results of the investigation, it is likely stress led to the malfunction; however, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.